Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event (cardiac arrest): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported via impella connect that the impella cp remained in auto mode during the resuscitation efforts. The patient was in the catheterization lab for treatment of a st-elevation myocardial infarction (stemi) when they experienced pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was initiated, and return of spontaneous circulation (rosc) was achieved. The patient subsequently coded multiple times, with rosc regained after each episode. Echocardiography was performed after each round of CPR to verify impella positioning. No hemolysis was reported. The family ultimately elected to withdraw care, and the patient subsequently expired.